Manufacturer narrative:
The primary complaint of lifeband did not retract/deploy was not confirmed during the functional testing and archive review. Visual inspection was performed and found that the load plate was found to be damage. Archived review showed uao7 (discrepancy between load1 and load2 too large) and ua 02(compressions tracking error) error messages. Functional testing was performed and unrelated to the reported complaint, a ua16 (timeout moving to take-up position) was observed. The drive train motor was replaced to remedy the issue. Once completed, the autopulse passed the functional testing and meets all the required specifications. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). The death was not related to the device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. If the autopulse does not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. Based on available information, the autopulse did not start initially but then started. It is not clear how long it took the device to start compression, and whether manual CPR was performed during trouble shooting. The device worked after it was started. The cause of death is likely to be the patient's underlying clinical condition. Reference ccr for this case: case 1 -MFR 301061700-2017-00260; case 3- MFR 301061700-2017-00277; case 4- MFR 301061700-2017-00254.

Event description:
On an unspecified date, a female patient arrived to the respiratory floor of the hospital due to her av fistula ruptured in the emergency department and was given a blood transfer. Attending nurse walked into the room and noticed moderate amount of blood on the patient arm dressing. Per the customer, the patient suffered a cardiac arrest. Manual CPR was performed to the patient and by the code team prior to placing the platform. It was reported that during patient use the autopulse lifeband would not retract and there was no user advisory displayed on the platform. Per the customer, the start button of the platform was pressed but no deployment/retraction and was turned on and off. Customer stated that the attempt to deploy was performed three times and the lifeband finally worked and with no issue. Per the customer, during the time of event (not stated the exact date of the event), manual CPR for an unknown length of time was performed to the patient however, rosc (return of spontaneous circulation) was not achieved. The patient expired at the time of event, no autopsy was provided. Customer did not attributed the autopulse to the patient death. No additional information was provided. The customer reported 4 separate events regarding the autopulse platform with serial number (B)(4). The date when each of the events took place however, is not known. This is case# 2 of 4.

Manufacturer narrative:
The primary complaint of lifeband did not retract/deploy was confirmed during functional testing. Functional testing was performed and ua16 (timeout moving to take-up position) was observed and this confirmed the reported lifeband did not retract issue.

Manufacturer narrative:
The device history record was reviewed. The platform manufactured on august 2016 met all manufacturing testing and inspection requirements and specifications when it was initially shipped to the customer. There was no device nonconformance which could have attributed to this event. This autopulse platform was implemented at the customer's site in (B)(6) 2017 and has not been the subject of a complaint before this one. The customer's report that the device would not deploy at all but the board was then turned off/on and it finally worked. However, this could not be confirmed due to the unknown event date. During the archive review, a number of user advisories were noted. Per customer, the autopulse platform was rolled out to use around second week of (B)(6) 2017. The autopulse platform load cells were evaluated as part of the investigation. The load cells of the autopulse platform were functioning normally. In final conclusion, the autopulse performed as intended and improper use of the autopulse may have contributed to the reported event. Visual inspection of the platform (s/n (B)(4)) identified that the load plate cover was damaged. The damage is consistent with dropping the platform and is not related to the cause of the customer's reported event. The damage appears to have been caused by mishandling of the autopulse platform. Since the event date was unknown and the customer reported the complaint on (B)(6) 2017, therefore a review of the autopulse's archive was performed from (B)(6) 2017 to (B)(6) 2017. The archive data shows multiple user advisories messages were exhibited between (B)(6) and (B)(6) of 2017. They are ua18 (max take-up revolutions exceeded), ua45 (shaft not at "home" position), ua20 (position out of range), ua7 (discrepancy between load1 and load2 too large), ua2 (compression tracking error), ua12 (lifeband not present), ua17 (max motor on time exceeded), warning 1 -low battery warning, and ua4 (battery charge state too low). User advisory 7 message is exhibited if the patient is incorrectly aligned on the autopulse platform laterally (patient is positioned too far to the patient's left or right side). The intent of the user advisory 7 message is to make the user aware that the patient needs to be aligned to the correct position on the autopulse platform prior to initiating compressions. The ua7 stops chest compressions to prevent patient injury that could occur if the patient is placed too far to the patient's left or right side on the platform. Measuring patient location laterally, stopping compressions and displaying a ua7 is a normal safety function of the product. User advisory 12 message is exhibited when the autopulse does not detect that a lifeband is attached to the autopulse platform when the platform is powered on. This ua12 is normally displayed when the user is replacing the single use disposable lifeband after each patient treatment. In this case, ua12 happened during patient care. The autopulse archive review showed a ua12 message was exhibited after the patient was placed on the platform and after the first realign message. Absence of hardware failure indicates that the patient might have been removed from the platform to re-install the lifeband. User advisory 2 fault is raised when the drive shaft rotates and tightens the lifeband (to compress the chest), the load cells do not see the expected increase in load, typically when there is no patient on the autopulse platform or the patient is not placed correctly. The user advisory 2 is also raised if the lifeband is opened during active operation. User advisory 18 is an indication that the autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform or the lifeband is open during take-up. Per the autopulse resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. User advisory 20 fault was due to the encoder drive shaft not being within the normally acceptable range of positions. Typically, if the ua 45 is not resolved properly, it leads to ua 20 because the drive staff is not restored at the home position. User advisory 17 is raised when the autopulse cannot provide enough power for compressions. Typical scenarios include a twisted lifeband and or low battery voltage that occurs when battery is not fully charged. If the battery is not replaced to mitigate the low battery warning, it leads to ua4 indicating a depleted battery. The load cells of the autopulse platform were evaluated. A load cell measures a combination of the patient torso weight and the force applied by the lifeband during compression. The results of the load cell characterization test indicated that both load cell modules were functioning within specification and did not exhibit any issues. This narrows down the root cause to improper alignment of the patient on the autopulse platform. Functional testing was performed with the run-in test using a 95% patient test fixture (large resuscitation test fixture). No device defect or malfunction was found related to the reported complaint. Unrelated to the reported complaint, user advisory 16 (timeout during take-up) was observed. This ua was not reported by the customer, and was not found in the autopulse archive. To remedy the ua 16, the drivetrain assembly was replaced. Based on the investigation, there were no parts identified for replacement that were related to the customer complaint. The autopulse platform functioned as intended. The customer reported 4 separate events regarding the autopulse platform with serial number (B)(4). The date when each of the events took place however, is not known. This is case# 2 of 4.

Event description:
On an unspecified date, a female patient arrived to the respiratory floor of the hospital due to her av fistula ruptured in the emergency department and was given a blood transfer. Attending nurse walked into the room and noticed moderate amount of blood on the patient arm dressing. Per the customer, the patient suffered a cardiac arrest. Manual CPR was performed to the patient by the code team prior to placing the patient on the platform. It was reported that during patient use the autopulse lifeband would not retract and there was no user advisory displayed on the platform. Autopulse platform finally worked as intended after three attempt of adjusting the lifeband and powering off and on the platform. However, the family of the patient requested to stop CPR effort by the autopulse and the patient was pronounced dead. Customer did not attributed the autopulse to the patient death. No additional information was provided.